Event description:
The customer reported to customer service that her transformer got hot and smelled like it was burning. When the transformer was received at medela the qe evaluation determined the transformer to be breach, which is a safety risk. It was also noted that the transformer appeared to be tampered with.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product was received on (B)(4) 2014 and evaluated on (B)(4) 2014, the product was determined to be breach and it was noted that the transformer appeared to tampered with. The cause of the breach in the prior to rev l transformer has not been determined at this time. It is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. It appears that the transformer has been tampered with. A visual examination of the cord revealed exposed wires. The power supply was not plugged in so the voltage output across the dc plug was not measured. Resistance across the dc plug measured 2.4 ohms, which indicates that there is a short in the dc cord. The resistance across the ac blades measured 61.4 ohms, and indicates that the thermal fuse did not blow.